Event description:
Boston scientific received information that during a routine follow-up appointment, noise was noted on the right atrial (ra) lead and was replicated during isometric movements. The patient had multiple atrial tachy response (atr) episodes since last device check. Upon interrogating the device, it was noted the lead safety switch had tripped changing the lead to unipolar configuration. When testing the lead in unipolar configuration, both sensing and impedance measurements were within the normal range. After changing the configuration to bipolar, testing produced similar values. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.